Event description:
It was reported that the right atrial (ra) lead had poor sensing at the time of implant, along with poor thresholds. The ra lead position appeared to be good, so the physician made a clinical decision to keep the lead in position, in spite of the poor sensing and threshold numbers. Following the hook-up of the lead to the device, the device was interrogated at time of implant, and the sensing and threshold numbers were found to be stable. It was decided that the patient was likely in a very fine atrial fibrillation, which was stated to have possibly caused the findings of poor sensing and thresholds of the ra lead. The device was also checked the following morning, which again showed the numbers to be within acceptable readings. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.